Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported malfunction was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on camera and cable unit, displayed image is flickering, poor contact of camera unit, water tightness is lost, deposit on adapter, and there is corrosion on adapter based on the results of the investigation a root cause could not be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had camera image breaks up on screen. The issue was found during sedation of a diagnostic procedure for use that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.